Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) a right atrial (ra) lead and a left ventricular (lv) lead showed pacemaker mediated tachycardia (pmt) that appears to be sinus or atrial driven. Also, there was an alert recorded where the signal artifact monitoring (sam) was disabled. According to the field representative it was disabled for a surgical procedure. Furthermore, there was an alert for lv lead automatic threshold test detected as greater than the programmed amplitude or suspended. According to field representative the lv threshold was within expected values when in clinic. The crt-d, ra and lv leads remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) a right atrial (ra) lead and a left ventricular (lv) lead showed pacemaker mediated tachycardia (pmt) that appears to be sinus or atrial driven. Also, there was an alert recorded where the signal artifact monitoring (sam) disabled the respiratory sensor feature. Furthermore, there was an alert for lv lead automatic threshold test detected as greater than the programmed amplitude or suspended. The crt-d, ra and lv leads remain in service at this time. No adverse patient effects were reported.